Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05280. It was reported that vessel dissection and stent dislodgement occurred. Vascular access was obtained via transradial approach. The target lesion was located in a severely tortuous and calcified left anterior descending artery. After a 6f guide catheter was placed, a balloon was used but the target vessel would not open very easily. A 3.00 x 24 synergy ii drug-eluting stent was advanced through a severely calcified dissection plane. However, the stent was dislodged. A 1.25 rotalink burr was used successfully to treat the calcified lesion. A 1.50mm rotalink¿ plus was attempted to cross the lesion; however, the burr became stuck in the lesion next to the dislodged stent. Snaring was attempted, but was unsuccessful. The patient also had a chronic totally occluded right coronary and circumflex arteries and so the patient was sent to coronary artery bypass grafting (CABG). All devices were removed from the patient's body and the procedure was completed successfully. No further patient complications were reported and the patient's status post CABG was fine.

Manufacturer narrative:
First name, device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the sds and not returned for analysis. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement was within the specification. A visual examination of the bumper tip showed signs of damage. Tip damage most likely occurred when the tip was pushed against a restriction. The balloon body was reviewed and the balloon appeared relaxed. Crimp stent markings were visible on the balloon body which is an indication that the stent was crimped on the balloon prior stent to detachment. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found a tear at the wire exchange port. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05280. It was reported that vessel dissection and stent dislodgement occurred. Vascular access was obtained via transradial approach. The target lesion was located in a severely tortuous and calcified left anterior descending artery. After a 6f guide catheter was placed, a balloon was used but the target vessel would not open very easily. A 3.00 x 24 synergy ii drug-eluting stent was advanced through a severely calcified dissection plane. However, the stent was dislodged. A 1.25 rotalink burr was used successfully to treat the calcified lesion. A 1.50mm rotalink¿ plus was attempted to cross the lesion; however, the burr became stuck in the lesion next to the dislodged stent. Snaring was attempted, but was unsuccessful. The patient also had a chronic totally occluded right coronary and circumflex arteries and so the patient was sent to coronary artery bypass grafting (CABG). All devices were removed from the patient's body and the procedure was completed successfully. No further patient complications were reported and the patient's status post CABG was fine.